Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen was dark, preventing confirmation of a power source alert. A specific impact to the customer's blood glucose level was not reported, but based on the information, there was no adverse impact. It was confirmed that the customer used the correct charging cable and wall adapter and attempted to charge the pump for 30 minutes without success. As there was no alternative charging cable, a replacement cable and wall adapter were sent via two-day shipping. If the pump battery depleted before receiving the new supplies, the customer planned to rely on manual injections for insulin delivery.